Event description:
It was reported that suture placement with proglide devices were attempted in both the right (rcfa) and left (lcfa) femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomies for the rcfa and lcfa were 6f and the sheath was then upsized to a 20f sheath. Reportedly, cuff misses occurred with three proglide devices each in both the rcfa and the lcfa. Additional proglide devices were used to place sutures in the rcfa and the lcfa using the preclose technique. The aaa procedure was successfully completed and hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other five proglide devices referenced, are being filed under separate medwatch MFR numbers.